Event description:
The user facility reported that twenty minutes into the transurethral resection of the prostate (turp) procedure, the electrosurgical unit displayed an error 04 message, and ceased operating shortly thereafter. The procedure was completed using an unknown type of monopolar electrocautery unit. There was no patent injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. When powered on, black and grey smoke was observed to emerge from the top rear vent panel of the device. The cause of this phenomenon was isolated to a damaged capacitor on the oscillation printed circuit board (pbc). The error log of the device was examined, and an error 4 message was confirmed, indicating the device had been operated continuously for greater than sixty seconds. The oscillation pcb has been forwarded to the original equipment manufacturer (OEM) for further evaluation. The use-40 instructions for use states, "caution: the maximum output time should be 10 seconds and there should be an interval of 30 seconds between outputs." The cause of the reported event appears to be thermal damage caused by using the device in a manner not in accordance with the directions for use. The device was serviced and returned to loaner inventory. If further significant additional information is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.